Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced a pericardial effusion during the implant procedure. The patient was admitted to the intensive care unit for observation. No additional procedure was performed, the physician monitored the patient and waited for the effusion to correct itself. The patient was doing well and all measurements were within normal limits. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.our records indicate this lead remains implanted.